Event description:
It was reported that the patient presented to the hospital after an alert was triggered. Upon interrogation, noise was observed. Lead revision is planned.

Manufacturer narrative:
.